Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the batteries were replaced and the system still would not power on. The charger enclosure was replaced and the system would turn on and boot normally. When the system was shut off and unplugged, the system fans would come on and the system would try to power up. The power enclosure and power tray were replaced. Firmware was loaded. The imaging system then passed the system checkout and was found to be fully functional. H6: 10, 114, and 4307 are associated with the system checkout. 4118, 3233, and 11 are associated with the returned components. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176, lot /serial/version #:(B)(6) ; product ID: bi71000175, lot/serial #: (B)(6) ) the power conversion was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. Power conversion enclosure failed bench testing. Transistors failed; they were found to be shorted. An electrical failure was observed. Eval code method 10 is associated with this analysis eval code result 120 is associated with this analysis eval code conclusion 4307 is associated with this analysis the charger enclosure was returned to the manufacture for evlauation. After visual/physical examination the reported issue was confirmed. All eight individual charger cards were loosely seated. Charger cards were re-seated and installed charger enclosure into a known working system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. Eval code method 10 is associated with this analysis eval code result 180 is associated with this analysis eval code conclusion 4307 is associated with this analysis the power tray was returned to the manufacture for evaluation. After functional testing, performance testing and visual/physical examination the reported issue was not confirmed. They verified returned fuses in power tray tested good. They were installed the power tray into a known good system. The system powered on booted, readied and functioned as expected multiple times. Several 2d and 3d images were taken and were successful. No problem found while under test. Eval code method 10 is associated with this analysis eval code result 213 is associated with this analysis eval code conclusion 67 is associated with this analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The power conversion enclosure, enclosure charger and power tray were returned to the manufacture for evaluation and are under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was left unplugged and will no longer power on. No patient was present at the time of the event.